Event description:
Customer reported that she was hospitalized due to heart attack, high blood glucose and dka. Customer stated that the heart attack was caused by the high blood glucose. The blood glucose readings were over 500 mg/dl at the time of hospitalizations. Customer stated that the infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84006.